Event description:
Claimant alleges heating pad control caught on fire. The incident did not result in any known property damage or injury.

Manufacturer narrative:
Product was examined on may 13, 2005, by visual inspection. The controller is charred and melted and the cord is disconnected at the wall side on the control. It was determined the consumer did not have the control switch property engaged to setting and the connection inside the control did not make proper contact and overheated. This caused the controller to melt which also resulted in the power cord coming apart at the controller. This incident is a direct result of consumer misuse of the product. No injury or property damage was reported.